Event description:
It was reported that during a procedure, the unit produced a blurry image. It was further reported that there was an hour delay in the procedure. Further, the procedure was changed to an open surgery.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.